Manufacturer narrative:
Submit date: 05/16/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding unit. Customer states that the unit under infused and the fluid rate is off.

Manufacturer narrative:
Submit date: 10/24/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit under infused and fluid rate was off. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to damage to the unit¿s rotor; the rotor was replaced. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications.